Event description:
Related manufacturer reference #:1627487-2019-09819. It was reported the patient did not feel stimulation. X-rays determined that the l5 lead had pulled completely out of the epidural space. Diagnostic testing also revealed the patient's s1 lead reflected all low impedance values. As such, the patient underwent surgical intervention where in the leads were explanted and replaced. It was noted during the procedure, it was found that the leads had twisted and bundled (migrated) at the ipg site. Reportedly, the patient has effective therapy following the procedure.